Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. After troubleshooting was performed, tandem technical support determined that the pump was functioning as intended. Customer maintained battery allegation. There was no impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.